Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that he was hospitalized due to diabetic ketoacidosis, with blood glucose levels over 600 mg/dl. The customer stated that he had been experiencing high blood glucose levels for (B)(6). The customer stated that he has changed the infusion set at least four times, but continues to experience high blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer did report getting nothing delivery alarms. The customer did not have all of his supplies with him to complete the troubleshooting. The customer declined further troubleshooting, and requested a replacement insulin pump. Nothing further was reported.